Event description:
It was reported that it appears that a 30mm acetabular screw went through the r3 cup during insertion. This was not noticed until post op x-ray was taken.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation; the reported event could not be confirmed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. The potential probable cause of this event is likely an improper surgical technique.